Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer asked for exchange for her sensor supply because it did not fitted to her transmitter. Customer said that she already wasted five sensor in a same box and non of those connect when she plug the transmitter. No further information provided. The insulin pump was not returned for analysis.